Manufacturer narrative:
Film evaluation summary: a single photograph from the site of a fractured endoanchor was returned. Two pieces of the endoanchor were observed within a plastic beaker. The fractured sections consisted of a 1-½ turn anchor and a 1 turn anchor. The 1-½ turn anchor section appeared to have been fractured on both ends (mid-span and near the leading edge) and the 1-turn anchor section was fractured near the cross-bar. The reported endoanchor fracture was confirmed; however, the cause of the fracture could not be determined from this single site photograph. Other than the fracture, no other obvious issues were seen with the anchor. The fractured anchor was not returned for a more detailed analysis; including sem analysis. It is possible that this was caused by excessive catheter torque. Potential causes of endoanchor fracturing also include attempted implant of the endoanchor into areas of calcification, excessive thrombus, excessive fabric, or highly angulated anatomy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Aptus endoanchors were implanted prophylactically into an endurant iis stent graft for the treatment of an abdominal aortic aneurysm. Severe tortuosity if the vessels. It was reported that during utilization of the (B)(4) the physician had difficulty deflecting after the initial deflection, the subsequent deflections and utilization of the (B)(4) was more difficult. The (B)(4) could be deflected, just not with the ease of the first deflection. The physician advanced the heli-fx applier through the (B)(4). The heli-fx applier aptus endoanchor was deployed and signaled that the endoanchor was fully deployed, however remained connected to heli-fx applier. The physician removed the heli-fx applier with endoanchor still in the applier from patient. The endoanchor was deployed on the table and was observed to be fractured into two segments. The case was completed with other heli-fx endoanchors. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.